Manufacturer narrative:
The event was internally reported and handled by the hospital (incl. User facility report to national ca). There was no contact or involvement of draeger service and no further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "flashing screen" - so, no conclusion could be drawn. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient the user noted a flashing device screen - then the machine "went black and could not be used." The affected ventilator was immediately replaced by a spare device - no injury or serious impairment of patient´s state of health was reported.